Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: UDI details are not available based on the time of manufacturing.

Event description:
During device evaluation and performance testing of a rd900aeu neopuff infant resuscitator at our fisher & paykel healthcare (f&p) service center in united states, it was found that the manometer was giving inaccurate readings. There was no reported patient involvement.